Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for deflation issues because the sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The device history record (DHR) was unable to be reviewed as a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot number: unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: nurse manager. H4: device manufacture date: unknown due to unknown lot number. The actual device was not available for return; therefore, an evaluation of the actual device was unable to be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band 2 was inflated and immediately started to deflate and lose air. The patient was discharged with no issue. The procedure outcome was a success. Additional information was received on 19may2023: the procedure performed was a left heart catheterization. The device was not manipulated before use in any way - pre-use or during storage. The product was stored normally on the lab shelf prior to use. Hemostasis was achieved by manual pressure followed by a second tr band 2. There was no noticeable damage to the device. The patient was stable.